Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) tightened the connection from the air filter to the electronic patient gas systems (epgs) to stop the air leak. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2018-00212.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, air was found leaking from the air input connection. There was no patient involvement.